Manufacturer narrative:
(B)(4) add'l surgical procedures are not specifically labeled. No product or images were returned to assist with this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an IFU, which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU instructs: "introduce the contralateral iliac leg delivery sys into the artery. Advance slowly until the iliac leg graft overlaps at least one full iliac leg stent (i.e., proximal stent of iliac graft) inside the contralateral limb of the main body." The failure mode assigned to this case is deployment. This failure mode was determined based on the provided event description and the physicians comments: "it was not assumable that the right iliac leg would lean wen angiography was taken at the end of procedure of the first aaa repair." The sales reps comments were also used to determine the failure mode: "the right iliac leg graft overlapped too much (about 2 stents) to the limb: when the risk analysis associated with this failure mode is updated, this complaint will be reported to have resulted in moderate harm to the pt. No further risk reduction activities are required per quality engineering risk analysis (qera) as the risks remain at an acceptable level.

Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the endovascular repair although, he also had left cia aneurysm. After the pt was discharged from the hosp, the right iliac leg tip leaned over the left iliac leg due to too much overlapping with the mainbody, and blocked a blood flow to the left iliac artery. On (B)(6) 2011, a blood clots were removed from the left iliac leg with 12mm of fogarty catheter. Another iliac leg graft was additionally placed to the left iliac leg to adjust the position with the right iliac leg. The final confirmatory angiography confirmed that the blood flows to the left iliac artery, so the physician completed the procedure. Pt was hospitalization, but the pt recovered. On (B)(6) 2011 additional info was reported; on (B)(6) 2011, the physician found that an opening of the right iliac leg got narrowed by pervious procedure that adjusted the position of the left and right iliac legs and it caused blood clots inside of the right iliac leg. These blood clots were removed with a fogarty catheter, and other MFR's express stents were placed for both left and right iliac legs to secure the blood flow. Then, the procedure was completed.